Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the premature ventricular contraction procedure, display issues resulted in the procedure being cancelled. It was noted that the catheter was flashing red and freezing. The catheter was exchanged, with no resolution. The mapping catheter was used at the same time and had the same issue as the ablation catheter. The issue could not be resolved and the procedure was cancelled. There are no adverse patient consequences reported.